Event description:
It was reported that there were air bubbles or gaps in the system, specifically in the tandem mobi cartridge, observed during pumping. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. The customer resolved the issue by changing the cartridge and resuming insulin administration.